Manufacturer narrative:
Additional information: there was 60% stenosis at the left main ostium and 90% stenosis in the proximal left anterior descending artery (lad). No significant stenosis was observed in the circumflex artery (lcx). There was 40% stenosis present in the distal right coronary artery (rca). The sprinter legend balloon was being used to pre-dilate the target lesion in the lad. The device underwent negative-pressure priming/flushing prior to use with no issues noted. The device was not moved or repositioned during the inflation process. An inflation pressure of 10 atm was applied for 10 seconds prior to the burst. The device did not break into two separate parts. The patient does not currently show any adverse signs. Patient weight. Correction: the patient presented with chest tightness for three days and underwent coronary angiography and balloon angioplasty. Annex d, e and f codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure involving one sprinter legend rx coronary balloon, the balloon burst. The device was inspected prior to use with no issues noted. During the procedure, blood was observed to be aspirated back into the pressure pump, indicating rupture of the balloon segment, which allowed blood to enter the pressure pump tubing and resulted in failure of balloon dilation. The balloon catheter was removed and inspected, and no obvious loss of fragments was identified, thereby ruling out the risk of retained debris. Intraoperatively, the patient was found to have complex coronary artery lesion, and the original surgical plan was deemed unsuitable. It was decided to re-discuss and formulate a new treatment plan, and the procedure was therefore terminated. The balloon rupture resulted in blood loss and prolonged the procedure time. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.